Manufacturer narrative:
The field service engineer (fse) replaced the master tool manipulator (mtm) due to the 23008 error. The unit involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a training/demo, the master tool manipulator (mtm) was found to have a non-recoverable error. There was no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: when the system was turned on for a demo training, not in a surgery. System power on failed the self-test and the master tool manipulator (mtm) cannot home. The initial user and or surgeon was not specified.